Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: there were no power issues observed in the pump's black box. No damage was found to the battery cap or compartment. The battery cap was able to attach to the pump and maintain an electrical connection. The pump was exercised for 24 hours with no alarms or power issues observed. No damage was found to the power circuit. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.